Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided videos were reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported clip opening during efaa and clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and posterior prolapse. An xtw clip was inserted, and the leaflets were successfully grasped. While establishing final arm angle (efaa), it was noted the clip opened a few degrees. The clip was reclosed and efaa was repeated. The clip remained closed, but while removing the lock line (ll), the clip opened again. The clip was deployed, and one additional clip was implanted to help stabilize the opened clip, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.